Event description:
During a procedure the surgeon was drilling and the tip of a 6.0mm/10.0mm stepped drill bit broke off. The surgeon elected to leave the broken portion implanted in the intramedullary canal of the right hip. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.